Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for obsessive-compulsive disorder (ocd) and movement disorders. It was reported that back in (B)(6) 2017, the patient noticed their ins was turned off by itself when they placed the recharger on implant to charge. The patient again reported they charged on monday and wednesday and noticed the ins was turned off and did not know why. It was noted that the patient was very knowledgeable with the device function, had high settings for their ocd, and charged daily. No symptoms were reported in the event. The patient was going to follow up with their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that cause is unknown. The patient is going to keep a diary of when it happens again and they will perform a recharging analysis if it does. The issue has not occurred again since the last report.